Manufacturer narrative:
Both groins were accessed. Therefore, 2 exoseal devices were needed to close each side. The gender of the patient is unknown. This is the initial and final report for this complaint device. Complaint conclusion: following use of a 6f exoseal device for vascular closure, although hemostasis was achieved, it was reported that an unknown time after deployment, complaints of a cold leg determined intravascular embolization of the plug which was successfully removed surgically from the popliteal artery. The exoseal vcd was used following an interventional procedure in which both groins were used and two exoseals were used respectively. There were no issues reported for the second exoseal used for vascular closure of the other leg¿s puncture site. The procedure used a retrograde approach. The patient¿s weight is unknown, ¿but skinny.¿ femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The vcd showed no visible signs of damage and was prepped according to IFU instructions. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. There was no difficulty deploying the plug and hemostasis was successfully achieved with the exoseal vcd. The patient was discharged 2 days following the event. The patient is currently in ¿good¿ condition. The physician had achieved clinical certification on the use of the exoseal vcd and had used the device 9 times prior to this case. The product was not returned for evaluation. A review of the manufacturing records could not be conducted without a lot number. Peripheral artery occlusion is listed as serious potential risks associated with femoral artery closure procedures. Based on the information available for review, it appears that hemostasis was initially achieved by the exoseal plug after 5 minutes, therefore it is unknown what factors may have contributed to the intravascular deployment. Without the return of the device for analysis, without a lot number to conduct a DHR review, and without film available for review, it is not possible to determine if the reported failure could be related to the manufacturing process nor a determination of possible contributing factors could be made. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
Following use of a 6f exoseal device for vascular closure, it was reported that the patient ended up being brought back into the operating room (or) with complaints of cold leg. It appeared that the exoseal vcd had been deployed intravascularly and had migrated downstream. The md deployment of a 6f exoseal seemed to be successful, as hemostasis was achieved after 5 min. However, the patient ended up being brought back into the or with complaints of cold leg. It appeared that the exoseal had been deployed intravascular and had migrated downstream. The md had to extract it surgically from the popliteal area. The patient was discharged 2 days following the event. The patient is currently in ¿good¿ condition. The device will not be returned for analysis. The procedure used a retrograde approach. The exoseal vcd was used following an interventional procedure. The patient¿s weight is unknown, ¿but skinny.¿ the physician had achieved clinical certification on the use of the exoseal vcd and had used the device 9 times prior to this case. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The vcd showed no visible signs of damage and was prepped according to IFU instructions. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. There was no difficulty deploying the plug and hemostasis was successfully achieved with the exoseal vcd.